Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer stated that cannula was bent. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.